Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead had insulation damage and had also dislodged. The lead was reported to have been explanted. There were no adverse patient effects reported.